Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The mother of a (B)(6) male patient contacted zoll to report that the patient removed the lifevest due to sores and bleeding. The patient's mother said that the vibration box on the patient's back is what is making his back bleed. The vibration box has rubbed the patient's skin raw and then caused an odor which smells rotten. A nurse has looked at the sore. Technical support called the patient the next day to follow up. The patient's wife stated that they received the new garment that was sent and the patient was wearing the device again. The patient's wife added that the doctor had not prescribed anything yet for the skin condition. The following day, the patient's nurse said that someone has been monitoring the skin condition, b ut they do not want to put anything on it. There was no follow up on the sores and bleeding to see if they have healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.